Event description:
Unomedical reference number (B)(4) event occurred in italy. On 11-apr-2024, it was reported that on (B)(6) 2024, the patient set was detached while playing at school. No further information available.